Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 39565-65, serial # (B)(6), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient¿s battery had shifted a little bit.